Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited noise and was inhibiting collection. The device was explanted. No additional information was available.